Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a bipap a30-s device. The manufacturer received information from the patient alleging "fear of serious illness, lung tissue damage unspecified". Medical intervention was not specified. A clinical assessment determined: this notification was reviewed due to a report that the device led to damage to the lung tissue and fear of serious illness. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the harm reported. Also, thus far testing of the sound abatement foam has shown no evidence to suggest possible exposure to foam vocs/particulates would result in any serious harm or death. Therefore, based on information available at this time, the alleged harm of damage to the lung tissue is assessed as not related to the device in this case. The device has been returned to a third-party service center for evaluation. Per philips legal order: the devices should be stored securely. They should not be examined for the time being and should not be scrapped under any circumstances. The further procedure depends on the progress of the court proceedings. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a bipap a30-s device. The manufacturer received information from the patient alleging "fear of serious illness, lung tissue damage unspecified". Medical intervention was not specified. A clinical assessment determined: this notification was reviewed due to a report that the device led to damage to the lung tissue and fear of serious illness. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the harm reported. Also, thus far testing of the sound abatement foam has shown no evidence to suggest possible exposure to foam vocs/particulates would result in any serious harm or death. Therefore, based on information available at this time, the alleged harm of damage to the lung tissue is assessed as not related to the device in this case. The device has been returned to a third-party service center for evaluation. Per philips legal order: the devices should be stored securely. They should not be examined for the time being and should not be scrapped under any circumstances. The further procedure depends on the progress of the court proceedings. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional information: the medical device associated with this complaint is currently under legal hold. As a result, philips is unable to proceed with device evaluation activities. This restriction prevents access to the device for inspection, testing, or analysis. If additional information becomes available, philips will assess according to regulatory obligations and perform any necessary reporting activities to the appropriate competent authorities. Box h codes updated.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a bipap a30-s device. The manufacturer received information from the patient alleging "fear of serious illness, lung tissue damage unspecified". Medical intervention was not specified. A clinical assessment determined: this notification was reviewed due to a report that the device led to damage to the lung tissue and fear of serious illness. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the harm reported. Also, thus far testing of the sound abatement foam has shown no evidence to suggest possible exposure to foam vocs/particulates would result in any serious harm or death. Therefore, based on information available at this time, the alleged harm of damage to the lung tissue is assessed as not related to the device in this case. The device has been returned to a third-party service center for evaluation. Per philips legal order: the devices should be stored securely. They should not be examined for the time being and should not be scrapped under any circumstances. The further procedure depends on the progress of the court proceedings. The manufacturer was made aware of this complaint through a representative of the customer. Additional information: the medical device associated with this complaint is currently under legal hold. As a result, philips is unable to proceed with device evaluation activities. This restriction prevents access to the device for inspection, testing, or analysis. If additional information becomes available, philips will assess according to regulatory obligations and perform any necessary reporting activities to the appropriate competent authorities. New information/ correction: a clinical assessment determined the alleged harm of damage to the lung tissue is assessed as not related to the device in this case. A correction was made to box b - adverse event/product problem and box h coding based on the clinical assessment evaluation. The medical device associated with this complaint is currently under legal hold. As a result, philips is unable to proceed with device evaluation activities. This restriction prevents access to the device for inspection, testing, or analysis. If additional information becomes available, philips will assess according to regulatory obligations and perform any necessary reporting activities to the appropriate competent authorities. No additional information is available at this time. The affected products with field complaints alleging pe-pur foam degradation have undergone the establishment of complaint codes specifically identifying foam degradation, for the a series. A field correction action(2021-05-a) was initiated, and medical device recall letters were issued. A field action was initiated to replace pe-pur foam in affected products; degradation was added to the respective dfmeas and the risk management file¿ ER 2205399 v27 (merlin risk matrix) was updated to include hazards associated with foam degradation based on complaints analyzed through various health hazard evaluations (hhes). Risk tags ¿ mduri001, mdtox002 reflected the safety risk assessment of design containing the affected pe-pur foam. These complaints were monitored and trended in accordance with the complaint trending procedures. If the complaints were determined to meet the criteria for escalation, they were escalated for risk assessment through the post market clinical escalation process. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to unacceptable levels of severity or probabilities of harm, and therefore no further action will be pursued.